Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation. The nozzle was clogged with an unspecified foreign material. Additionally, the cover was cracked. The adhesive had separated and was worn out. The connecting tube was wrinkled. The control unit had signs of corrosion present. The universal cord had buckled. The insulation had failed. The key top had unclear indications and the control knob angulation had a lot of play in its movement. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned their olympus evis exera iii gastrointestinal videoscope noting that an e128 error code was displayed after two attempted wash cycles during reprocessing. This event had no patient involvement. During the device evaluation, it was confirmed that the subject device had undergone insufficient or incorrect reprocessing as the nozzle was clogged with a foreign material. This report is being submitted to capture the insufficient reprocessing discovered during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Olympus was not able to identify foreign material and specify the cause of the material lodged in the nozzle. The legal manufacture considered that the material was not removed even though the user reprocessed the device properly in accordance with the instruction for use (IFU). The following is included in the IFU: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." "Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." "Flush the air/water channel with detergent solution" olympus will continue to monitor field performance for this device.